Manufacturer narrative:
(B)(4). Batch number: l53z8d. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and whiteout cartridge present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The complaint form indicated this was a potential adverse event, but no patient consequences were described. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Can you please clarify what is meant by, ¿device derailed at the time of the initial clamping¿? Did the device fire at all? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? If the device did fire, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Was the device fired across or near an existing staple line or clip?

Event description:
It was reported that according to the medical report the device derailed at the time of the initial clamping of the esophageal structure, thereafter it was unsuitable to use.